Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653 batch # unknown it was reported by customer that the syringe with markings missing on the barrel. Verbatim: please note the new finding with staff today. I have attached a file with the photo of the syringe with markings missing on the barrel. Thank you anna.

Manufacturer narrative:
Investigation reopened due to sample return - updated date to reflect closure of updated investigation. Pr (B)(4) follow up for device evaluation. It was reported there was a syringe with markings missing on the barrel. To aid in the investigation, four samples and one photo was provided for evaluation by our quality team. One sample has syringe barrel damage that affects the syringe barrel scale printing. The photo shows a syringe in a plastic bag. The syringe barrel has part of the scale marking missing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. The other three samples have been used and have the syringe barrel luer damaged. This could occur extra torque is applied when connecting the syringe to another medical device. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed, and the settings were correct. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 309653, batch # unknown. It was reported by customer that the syringe with markings missing on the barrel. Verbatim: please note the new finding with staff today. I have attached a file with the photo of the syringe with markings missing on the barrel. (B)(4).